Manufacturer narrative:
Continuation of d10: product ID 977a260 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that lead removal from battery and reinserted. No further issues. The cause of the getting red impedances intra-op was that the lead was not correctly applied to battery. Reintroduction of lead to battery fixed issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (unknown serial/lot); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states she is in a replacement case today where they are replacing the ins and leads. Caller in or so not all info gathered. The caller states they inserted two new leads into the new ins and ran a connectivity test where first lead (0-7) showed green and second (8-15) showed red. The caller placed the lead that was in the second port into the first port and it was green--the caller subsequently put the leads back in their original ports and all contacts on the connectivity test displayed red. Agent reviewed pulling leads and wiping them down and also confirming nothing in the header block. The caller tested again and 0-7 showed all green except the last contact and 8-15 showed red with the doctor indicating that he believes there may be something hindering them from getting the lead all the way in. The caller ran an impedance test and on reference 1 saw 0-7 all 'green' and then 8-15 all 'red'. Caller ran test again and reference 1 showed 0-7 all 'green', 10-15 in the 700s and 8 and 9 showing >40k. Caller referenced 8 and everything was 'green' except 8 though there were contacts showing >40k ohms. Agent reviewed that the values are more important than the colors in this instance but did not go into great detail given the circumstances. Agent advised caller that she could test the leads in a wireless external neurostimulator and if the values come back normal, the ins could be the issue. This is where the call was ended. No symptoms were reported.